Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2018 with the following findings: review of the black box data revealed evidence of unexplained power on reset events following cs 052/054 errors on (B)(6) 2018. On investigation, the pump powered on with the returned battery cap to audible tone and vibration alert but display remained blank. The battery cap was evaluated and found to measure within the required specifications. No battery compartment was intact and without damage. There was no evidence of moisture contamination inside battery compartment. Leak testing revealed a leak at a crack in the pump case. Evidence of moisture contamination was found throughout inside of pump including on the display flex cable and connector. An "intermittent power" event was not duplicated during the investigation. Investigation discovered a blank display due to internal moisture contamination, but was unable to adequately investigate the "intermittent power" portion of complaint due to the inability to run a 24 hour. Basal program because the display was blank.